Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. The failure mode was changed to optical signal issue because placement signal issue is used for issues on pumps with a differential pressure sensor, which the cp does not have. The pump was also run in the lab and the device functioned to specification. The data logs do not show any abnormalities and the 5s parameters from the field use were stable. The data logs of the 2 cases prior to complaint case, using the same console, were checked and there were no similar issues. The root cause of the optical signal issue was most likely patient condition because the issue resolved with no troubleshooting and the returned pump functioned to specification. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a cp pump was used to support a patient undergoing high-risk percutaneous coronary intervention. During support, the placement signal was unreliable. Despite this, the pump remained operational until weaning and explantation. No patient harm was reported.